Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was capped and abandoned.

Manufacturer narrative:
Na.